Event description:
The customer reported to olympus that the 4k uhd lcd monitor showed a blue screen on the monitor. The issue was observed during preparation for use for a diagnostic (gastroscopy) procedure. The procedure was completed using the same device. The patient was not sedated at the time and no patient harm was reported with this event.

Manufacturer narrative:
The device was returned to olympus for an evaluation, and the customers allegation cannot be confirmed. After being kept running for about 2 hours, the device suddenly restarted and power off. The technician unplugged and plugged the power cord before starting the device and continued to keep the device running for 3 hours, and no further failures occurred. It is suspected to be caused by an unstable power supply of the internal power unit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely the repeated reboots and image not being displayed occurred due to a failure of the power supply unit. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.